Event description:
Not able to remove catheter at the end of the procedure. Minimal reflux, straight vasculature, catheter tip was in the left sca. Catheter was then cut off and the shaft was left in patient. Patient had vasospasm and was given namodapind, but still could not remove catheter. Patient awoke at the end of the procedure moving normally. No patient sequelae as a result of this event.